Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They clarified that the patient did have an infection but it was not related to the device or therapy. The issue was resolved. The cause of the burning sensation that seemed to get worse when they lay down and get warm was unknown. The most likely cause or contribution to the issue was urinary tract infection. As resolution, the patient was seen on (B)(6) 2025 by the nurse practitioner (np). Culture sent. Antibiotics given. The issue was resolved.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. T was reported that patient had symptoms of "burning and hurting" when going to the bathroom that has been happening "off and on" for a while. Patient said the burning seems to get worse when they lay down and get warm. Patient also said they have been having bowel movements "constantly," which has been getting worse over the past 3 weeks. Patient mentioned they went to the doctor the other day and took antibiotics. When asked if they made any changes to their therapy prior to the onset of those symptoms, patient said no, but they did make a change to their settings this morning to attempt to manage the symptoms. When asked about the indication for interstim, patient said urinary retention. Patient was wondering about settings that could alleviate their symptoms. Agent reviewed therapy information and general programming guidance with the patient. Patient was able to successfully connect to their ins independently. Agent reviewed how to appropriately adjust settings. Patient adjusted therapy until stimulation was felt strong yet comfortable at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Agent suggested patient reach out to managing hcp and/or primary care doctor to report their symptoms to them as well. Of note, the patient's phone was cutting out during the call and the patient was not very responsive to agent when agent was asking questions. The unresponsiveness may have been the phone cutting out. This aspect of the call made it challenging to determine certain details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.